Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on dec 21, 2017. Upon complaint review, it was determined that the device was returned for evaluation on dec 01, 2017.

Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were worn on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was generating heat and has a ¿rotation shortage¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on 12/1/2017. Upon complaint review, it was determined that the device was returned for evaluation on 12/6/2017.